Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 could not be confirmed because the sample was not returned for evaluation, and a batch review could not be performed. The cause could not be determined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 (air in tubing) during drain 2 of 5 on the homechoice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power to press go to start then had the hp disconnect and remove the cassette. The tsr advised the hp to contact the nurse. Product surveillance spoke with the home patient (hp) on (B)(6) 2013 regarding the system error 2367. Per the hp, he did not disconnect during therapy and there were no open lines. There was nothing noted out of the ordinary. The hp stated he did not recall any other alarm besides the 2367. The hp stated he did not contact his peritoneal dialysis nurse (pdn) regarding the alarm and resumed therapy on the cycler without any problems. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.